Event description:
Tip of 4.5mm drill broke off during the procedure and was lodged in patient's femur. Dr. Indicated that it was a young male with very good bone quality. He drilled through the femoral condyle and advanced the drill then felt pressure as he neared the outer cortical bone. He expected to break through but the drill just spun. He discovered that the cutting flutes had sheared off and was lodged in the drilled canal. He could not retrieve the fragment so he drilled a parallel tunnel to finish the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One device was returned for evaluation. The reported failure mode was not confirmed. The returned device did not appear to be broken. The device was evaluated under magnification. The broken device reported by the complainant was not returned for evaluation. Review of the device history records could not be performed as the lot number was not provided. A complaint history could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).